Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that their lead had broken. Initially only 2 electrodes didn't work but the summer prior to the report they had 6 or 8 electrodes gone. These issues started about 2 years prior to the report. There were no patient symptoms reported. The patient had their implantable neurostimulator (ins) and leads replaced. The patient recovered completely after the replacement procedure. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.